Event description:
The complainant reported that during the procedure on a patient (age and gender unknown), the physician felt resistance at the hub of the catheter when advancing the diamond coil out of the introducer. This resulted in the coil becoming jammed in the gap for the catheter hub, preventing the coil from being deployed. Six previous coils were successfully deployed with this catheter. It was also reported that saline was not used to assist in the advancement of the coil out of the introducer, nor was a continuous flush maintained throughout the procedure. The physician obtained another device and successfully completed the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
A review of the device history record of the renegade (batch number 9221222) was performed; no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that the catheter met all material, assembly and performance specifications. The device was returned for evaluation. The device was returned with the coil still in the catheter. A full dimensional check was carried out and all dimensions were within specifications. Upon analysis of the returned unit the coil was present in the catheter hub. Blood was present in the distal shaft of the catheter and on the coil. The coil was present in the hub and its shape was distorted. Following removal of the coil from the catheter, the distal and proximal zap tip od's of the coil were measured and were found to be within specification. The catheter was dimensionally within specification. The root cause of the coil jamming in the catheter is due to lack of continuous flush by the user and lack of flush before advancing the coil out of the introducer. It is likely that the coil jammed due to a build up of blood in the catheter shaft. During this reported event the introducer was not infused with saline per dfu for this product which states: gently infuse the introducer with saline to reduce friction and aid in coil introduction. A continuous flush was not maintained throughout the procedure per the dfu which states: in order to achieve optimal performance of the vascular occlusion system, and to reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained. Because the dfu was not fully adhered to, the root cause of the complaint is user related. Difficulty may have been experienced advancing the coil out of the introducer and into the hub as saline was not infused. Blood built up in the catheter as continuous flush was not maintained and this may also have caused the coil to jam in the catheter. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. A review of similar complaints across the product family was completed for the last 15 months. Similar complaints have been reported for the defect 'catheter-infusion/ coil in catheter/ jammed'. An increasing trend was observed for vortx & standard coils jamming in the renegade catheter due to lack of continuous flush. A CAPA has been opened to address this increasing trend. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications. This reported defect will be monitored and trended through the monthly complaints review board.